Event description:
Boston scientific received information that this right atrial (ra) lead had normal pacing threshold measurements during a recent device change out procedure. Approximately one month later the threshold measurements were 4.5v at 0.4ms and intermittently 5.0v at 2.0ms. The device was reprogrammed vvi and as a result the patient experienced edema swelling in the ankles and orthopnea. The device was then programmed ddd. A revision procedure was performed. During this procedure the ra lead dislodged. The lead was unsuccessfully repositioned and a new ra lead was implanted at this time. There was no report of additional adverse patient effects.

Manufacturer narrative:
All available information indicates that the lead was explanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.